Event description:
It was reported that when using the bd pyxis¿ es server, had patient status is showing as pre-admitted on the server but customer has confirmed the patient is admitted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where patient was not showing on all stations. A technical support specialist checked the patient status, which showed as preadmitted. The tss ran ext.receivedmessage and found that the register message was not being processed. The tss verified that successfullyprocessedlocaldatetime was null and informed the customer that they needed to resend the a04 message. The customer resent the a04 message, and the tss confirmed that the message was captured and the patient status was updated to admitted, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.